Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported tissue damage due to heat. The healthcare professional assumed generation of heat during the recharging process. Factors that may have led or contributed to the issue was that the implantable neurostimulator (ins) had been recharged once every week with speed setting 4 for about 1 hour. On (B)(6), a darcon pouch was implanted in order to protect surrounding tissue. It was unknown if the issue was resolved. Patient had been advised to recharge more often (patient shall not wait for low battery level) and with lower temperature/speed settings. A surgical intervention occurred as the darcon pouch was implanted. Tissue damage in the area of the stimulator and symptoms were reduced but not completely resolved. No further complications were reported/anticipated. Additional information received reported that the patient first experienced the tissue damage due to heat during the recharging process 3-4 weeks after implantation on (B)(6) 2018. The patient suffered from collagenosis. The ins was reimplanted with a dacron pouch (implant date: (B)(6) 2018). Material intolerance was also assumed. The same symptoms as before occurred after recharging (heating and pain). The problem hasn't been resolved. No further complications were reported/anticipated.